Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 400 mg/dl. Tandem technical support recommended that the customer contact their healthcare provider to obtain alternate insulin therapy.